Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system max aspiration tubing, penumbra system non-sterile pump max supplies canister, and penumbra system aspiration pump max 110. The physician attempted to aspirate by turning on the pump max, however, it would not aspirate. The gauge showed the pump max created a vacuum of -29 inhg. The physician held their finger over the opening in the pump max supplies canister and found that no vacuum was being generated. The procedure successfully continued using new penumbra system max aspiration tubing, penumbra system non-sterile pump max supplies canister, and penumbra system aspiration pump max 110. After the procedure, the canister in the pump max supplies canister supplies was disassembled and reassembled and the pump max performed as intended.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00377 and 00379. The hospital discarded the device.